Event description:
Pt was ambulating in hallway and lost consciousness. Pacer spikes with artifact noted. Pt did not lose pulse - question loss of capture. Battery also popped out of pacer on 7/31/01.